Event description:
(B)(6) reported an unexpected system behavior related to tumorloc application on brilliance bigbore CT scanner. When using tumorloc for treatment planning, if a new beam containing a block is created using copy and oppose operation on an existing beam containing block, the block settings are not properly propagated. The oppose beam on the beam geometry panel just opposes the beam but does not copy over any blocks associated with the beam to the opposed beam. No harm to the pts have been reported by (B)(6).

Manufacturer narrative:
(B)(4). Philips determined that this is a significant workflow related issue as oppose beam does not work the same way as copy and oppose beam and does not work in the manner in which the user would expect. This situation may result in pt harm if the doctor does not double-check the beam setup prior to treatment. The root cause was identified as a code defect resulting from the software not checking for invalid input when using the oppose function during beam planning. It is a standard practice for a doctor to double-check each beam's setup prior to treatment which would prevent any harm to the pt.